Manufacturer narrative:
The used cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle is cracked and the tip is split along the top. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified iol and viscoelastic were indicated. The handpiece was not provided. It is unknown if a qualified handpiece was used. The root cause for the observed cartridge damage could not be determined. The returned cartridge nozzle has a crack that splits as it extends into the thinner tip area. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been 5 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge cracked. There was patient contact, but no patient harm. Additional information was requested.